Manufacturer narrative:
(B)(4). Approximate age of device - 7 years, 4 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the day after implant, the patient reportedly had decreased strength on the left side of the body and loss of vision. A computed tomography (CT) scan was performed where an ischemic stroke was noted (a 1.0 cm hypo density in the peripheral right frontal lobe white matter, representing a late sub acute to chronic small infarct (most likely chronic) versus chronic microangiopath). At the time of the event, the patient was reportedly treated with aspirin and heparin. Patient continued to be monitored. No alarm for the event.